Manufacturer narrative:
Citation: kyle m fargen, spiros blackburn, jeffrey s carpenter et. Al early results of the axium microfx for endovascular repair of intracranial aneurysm (america) study: a multicenter prospective obser vational registry final results of the multicenter, prospective axium microfx for endovascular repair of intracranial aneurysm study (america). J neur ointervent surg within this article, 99 patients underwent treatment for 100 aneurysms at 13 centers. The mean age was 60.2 years, most were women (72%) and 18% of patients had previously undergone treatment for a separate aneurysm. 22% of patients underwent treatment after acute aneurysmal subarachnoid hemorrhage (sah). The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. There was limited device and patient information available. Additional information has been requested from the author of this article regarding this case. Should it become available a supplemental report will be submitted. Mdrs related to the same article: 2029214-2017-00488 2029214-2017-00489

Event description:
Medtronic received information through literature review that during embolization procedure one coil prolapsed into the parent vessel. The patient was receiving axium coils to treat an aneurysm.